Event description:
The customer reported that the system displayed a cine disk error. This would prevent the cine function from operating. There is report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The boards were reseated and the filament was calibrated during the svc call. The system was testing and found to be working as intended and put back into svc.